Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis revealed that the reported issue most probably resulted from a short circuit.

Event description:
Reportedly, upon first installation of the home monitor, the status light remains orange. Preliminary analysis revealed that the reported issue most probably resulted from a short circuit.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, upon first installation of the home monitor, the status light remains orange.